Event description:
An attorney alleges that a client sustained injuries involving an intraocular lens (iol) implant. A description of the injuries has not been provided. Additional info has been requested.